Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of battery depletion was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump emitted repeated low-battery and charging prompts despite recent charging and exhibited rapid battery depletion after showing a full charge, leading to device shutdowns and necessitating a replacement pump; the user also experienced a sensor expiration message and completed a device re-setup with successful glucose readings thereafter. Symptoms included sleep disruption due to persistent audible alerts. Outcomes included use of backup therapy during disconnection and replacement of the pump, with blood glucose reported in range and no injury, hypoglycemia, hyperglycemia, hospitalization, or medical intervention. Investigation included customer service troubleshooting, review of device logs, and monitoring of charge and discharge behavior. Investigation of this device revealed a suspected battery performance issue resulting in accelerated discharge and repeated alerts, consistent with a device power or battery subsystem malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a device-related battery depletion issue.